Event description:
Contacted customer to follow up and she reported that the insulin pump was alarming no delivery and then got sick when she was not receiving insulin for a while. The customer also reported being hospitalized with diabetes ketoacidosis. The customer was vomiting and had chest pains. The customer was in an accident and was driving at time of the accident. She stated calling her husband, and he thought that something was wrong and called the paramedics. The customer was driving when she started feeling bad, but was able to make home. She stated that was in the shower when she passed out and her husband found her. The customer was in the intensive care unit for three days and released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.